Manufacturer narrative:
Evaluation summary: the scope was repaired by the third party ,replaced the bending rubber and returned to the hospital. Reminded the hospital that the daily operation and reprocessing procedure of the endoscope should be regulated in accordance with the IFU, which can reduce the occurrence of accidents.

Event description:
The nurse found that the bending rubber leaked during inspection and stopped using it. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. If additional information becomes available, a supplemental report will be filed with the new information.